Event description:
During the same procedure, the first pencil self-activated and the next pencil used sparked out of the end and singed the pt's eyebrow. No burn to the skin was noted. Refer to MFR reports (singed eyebrow) 1720159-2000-00017 & (self-activated) 1720159-2000-00018.